Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex st100 had an external fluid leak due to a crack in the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak was observed at the level of the dialysate port. Visual inspection of the device identified a crack on the shell. The reported condition was verified. The observed damage is typical of mechanical shock. Therefore, the most probable cause of the condition identified is due to a shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.